Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 because her blood glucose levels were running very high. Bent cannulas prevented her from receiving insulin, raising her blood glucose level. Actual blood glucose level was not reported. The customer was not wearing the insulin pump at the time of hospitalization. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.